Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 455 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode/smartguard feature was not active at time of high blood glucose event. Customer was advised to complete rewind/load reservoir process before connecting to the set. Customer was assisted in performing a 5.0u fixed prime/fill cannula and the insulin exited during 5 unit fixed prime/fill cannula. Insulin exited explains that site may have been occluded. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.